Manufacturer narrative:
The patient identifier is marked as ni because patient information is not available.

Event description:
Per complaint (B)(4), a patient's dental implant fractured. The implant was removed two years after initial placement. No additional adverse patient consequences were reported.